Manufacturer narrative:
(B)(4). The customer did not place a service request to maquet for this issue/device. Therefore no evidence of investigation or repair is available. The maquet sales and service unit contact stated he was not aware of any service request for this device and believes the device is still in use and the customer has not reported any further problems. An investigation of the disposable used in this case took place by life cycle engineering department under complaint 130983, no failure was found. This complaint will therefore be closed, however it may be re-opened if any new relevant information is received.

Event description:
Reference no. (B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet (B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
During patient treatment it was reported, that on the transport from (B)(6) to the united states of america the error message: ¿circuit disposable error¿ was displayed and they switched to manual support with the hand crank,before they successfully transferred to another cardiohelp. (B)(4).